Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error and performed traditionally.

Manufacturer narrative:
The case logs have not been reviewed for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that while using the excelsius gps system, the case was aborted due to robotic error and performed traditionally.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. Engineering evaluation was unable to verify a system malfunction due to insufficient information. The user did not submit case logs for this investigation. It was reported that after attempting to perform the pre-operative CT merge, the planned implants had shifted to the left. This can be indicative of a merge shift. The preoperative merge can be more difficult depending on the quality of the preoperative CT scan, quality of the fluoroscopic images and patient anatomy. Preoperative merge shifts can cause navigational integrity and can lead to the misplacement of implants. The user must verify the preoperative merge before proceeding with navigation. The user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. The observed overall risk level is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained. The cause of the reported issue was traced to user technique.